Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the attachment did not run. It was determined that the coupling tool was worn out. It was further determined that the device was intensely worn out. It was further determined that the device failed pretest for function test. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor of the drill-attachment device was very weak when used together with the drill-attachment j-latch device, quick coupling device and the screwdriver shaft device. It was reported that the drill devices were changed, however, the issue still persisted. It was reported that the j- latch device and the dental connection tips were changed. It was reported that the issue was resolved after the connections were changed. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. It was reported that the patient's outcome was good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.